Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 2000 mcg/ml concentration at 340 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). Reported symptom was stiffness. Patient believed her spasticity increased approximately 2 weeks prior to motor stall on (B)(6) 2018. Spasticity increased dramatically on (B)(6), managing hcp confirmed motor stall and she was hospitalized. Motor stall recovery occurred approximately 36 hours later on (B)(6) 2018. Any environmental/external/patient factors that may have led or contributed to the issue were unknown; however, patient fell almost daily. Patient denied recent electromagnetic interference (emi) exposure. Pump was interrogated for logs. Pump was replaced on (B)(6) and therapy had been restored. Pump log showed motor stall on (B)(6) 2018 at 22:02, motor stall recovery on (B)(6) 2018 at 23:19, motor stall on (B)(6) 2018 at 23:27 and motor stall recovery occurred on (B)(6) 2018 at 00:18. Patient was hospitalized (reason unknown), no other information provided and had MRI, anatomical location unknown. The hcp did not know because he didn't order it. Pre-op logs showed motor stall recovered but the hcp elected to replace pump due to unknown risk of motor stall recurrence. Pump was replaced with 8637-20. Catheter patency was confirmed, so it was not revised or replaced. At the time of this report the issue had resolved and patient status was alive-no injury. Product would be returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device had been returned. Tracking number was not applicable. No further complications were reported.

Manufacturer narrative:
Pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and pump/motor/gear train anomaly/stall due to shaft-bear ing. . If information is provided in the future, a supplemental report will be issued.